Event description:
A customer contacted baxter global technical services (gts) regarding assistance with the homechoice (hc) unit during dwell. Per the initial report, the home patient (hp) had a system error 2240 (air in the line). The technical service representative (tsr) explained the alarm. The tsr instructed the hp to end therapy and start over with new supplies or to do a continuous ambulatory peritoneal dialysis and to call her registered nurse (rn) in the morning. Product surveillance contacted the rn on (B)(6) 2011. The rn stated, the issue was resolved, but the cause of the alarm was unknown. The rn stated that the hp was sure that the line was primed and all the connections were good. The rn stated that the hp did not receive any injury or medical intervention as a result of this incident.

Manufacturer narrative:
(B)(4). This complaint for the system error 2240 (air in line) occurred during dwell was not confirmed due to a lack of sample. Not enough data is available within the complaint to identify root cause; therefore, the root cause of the complaint was not determined. The lot number is unknown, therefore, a batch review was not performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (CAPA #) (B)(4).

Manufacturer narrative:
(B)(4). The specific product code for the homechoice automated pd set with cassette is unknown. The brand name, manufacture and 510k however, have been provided in this MDR. The sample was discarded and the lot number is unknown. If additional information becomes available, then a follow up MDR will be submitted.